Event description:
A (B)(6) male patient called zoll customer support to report that his monitor made a loud screeching noise and then the screen went blank. The patient was issued a replacement.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (high pitched screech and blank screen) has been confirmed. As received, the monitor was resetting. The cause of the resets was an intermittent bga connection. During power up the monitor was resetting at the second splash screen, indicative of a failure at u500 (dsp) on ca board (B)(4). The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.